Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 23-feb-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at 3.89 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had a pump revision on (B)(6) 2018 due to the battery depletion and they found that during the surgery the catheter was split and medication was going into the patient's stomach lining. No symptoms were reported. No further complications have been reported as a result of this event.